Event description:
Complaint was forwarded by the repair vendor to MFR on (B)(6) 2010. The event is reported as: the handle broke off during an unspecified procedure. Unk if pt injury. Additional info was requested but was not received.

Manufacturer narrative:
Evaluation: method: functional test performed; DHR review performed. Results: visual exam confirms handle is broken. Shaft was detached from applier. Sample passed all functional tests. DHR review revealed no deviations or non-conformances were found. Conclusions: the part broke due to weak welding. No corrective action required. Corrective action previously implemented for this product. Machined handles had been already used in weck facility prior tp clip transfer to kenosha facility. Currently the (B)(6) facility is using machined distal handles only.